Event description:
Guidant: p-wave amplitudes are extremely low and varying. Biotronik: r-wave amplitudes are varying low 705035613 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).